Manufacturer narrative:
The subject device was not returned for evaluation. The user facility stated that the device has been disposed of following the procedure, therefore, no product to return. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an endobronchial ultrasound bronchoscopy (ebus) procedure, the reporter stated that on the 4th pass of the needle when trying to withdraw the stylet the top of the stylet came off the wire and the sample was not able to be retrieved. There were no further details provided regarding the event. No patient harm or injury reported. No known patient infection reported. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. Review of DHR records provided no indication that manufacturing procedures contributed to the reported event. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. As the subject device was disposed by the customer direct inspection could not be completed and therefore a definitive root cause could not be determined. The complaint was unable to be replicated using a sample device. It is possible the needle became kinked during use, pinching the stylet preventing its removal. To avoid impingement of the stylet page 11 of the device IFU (instruction for use) (pn0008807 rev ah) provides pre-op inspection instructions stating, "after sliding the stylet knob forward or backward to confirm that it moves smoothly, insert the stylet knob into the aspiration port until it stops. Olympus will continue to monitor complaints for this device.